Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded a fluctuating pacing impedance between 250 ohms and 500 ohms. Furthermore, a stable shock impedance of 50 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the devices themselve become available for analysis, the investigation will be updated.

Event description:
Patient received inappropriate shocks due to possible damage to lead insulation caused during ICD replacement on (B)(6) 2023. Lead currently remains implanted. Should additional information be received, this file will be updated.